Event description:
It as reported the customer was having issues with sensor readings. Customer's blood glucose was 79 mg/dl and sensor was reading at 142 mg/dl. The insulin pump kept suspending when they though it didn't need to suspend. Customer's father wanted the sensor replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor failed per specifications due to high readings.